Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained in drawer b. Results were confirmed through gram stain. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had 8 fps on drawer b of the fx instrument.

Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). This is unconfirmed failure of the bd product because instrument is working within bd specifications. Root cause of false positives is not known. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives not related to the instrument. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h.10.

Event description:
It was reported that while running bd bactec¿ fx, instrument top, packaged 8 false positive results were obtained in drawer b. Results were confirmed through gram stain. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they had 8 fps on drawer b of the fx instrument.